Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
E1. Zip code continued: (B)(6) . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. Physician confirmed no rupture left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, h6.

Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.